Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was having a new system implanted tomorrow. It was noted that no diagnostic testing or troubleshooting was performed, and that there was no alleged product issue.

Event description:
It was reported, the patient had an infection in the ¿middle of spine.¿ it was reported that the unit was removed by the physician in (B)(6) 2013. It was noted that the patient did not know if the infection was caused by the device.